Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bd pen needle, it was difficult to use and the needle broke. The following information was provided by the initial reporter, translated from portuguese and english: he reporter gets in touch to say that the patient was using genotropin and has started using omnitrope. She claims that the pen is not injecting the medication, the dose button is not turning, the patient is applying 2.0mg, but as he forgot one day, she is going to apply the 2.6mg dose for five days, I ask her to take the pen so we can check the situation, she informs me that the patient is in the bath and that she is going to apply the dose to him now, she asks him to put ice on the application site, I ask her to squeeze it to the end and release it after zero in the dose window and count ten seconds, she informs me that the patient applied the dose, it worked, but the needle was broken in the vial's rubber, she claims she's going to remove it with nail pliers. I explain that I'm going to continue with the ampoule bonus, the patient is registered, she says she's a doctor and that she's going to send sar the receipt to receive a new ampoule. Authorizes the removal of the ampoule and claims that sar will send another pen at her request, during the collection of the report, she informs me that she will send the photo via whatsapp and asks me to follow up via whatsapp.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2024-00699 was sent in error. The pen is not a medical device for the us market.. MFR#: 2243072-2024-00699 is void as a result.

Event description:
It was reported that while using an unspecified bd pen needle, it was difficult to use and the needle broke. The following information was provided by the initial reporter, translated from portuguese and english: he reporter gets in touch to say that the patient was using genotropin and has started using omnitrope. She claims that the pen is not injecting the medication, the dose button is not turning, the patient is applying 2.0mg, but as he forgot one day, she is going to apply the 2.6mg dose for five days, I ask her to take the pen so we can check the situation, she informs me that the patient is in the bath and that she is going to apply the dose to him now, she asks him to put ice on the application site, I ask her to squeeze it to the end and release it after zero in the dose window and count ten seconds, she informs me that the patient applied the dose, it worked, but the needle was broken in the vial's rubber, she claims she's going to remove it with nail pliers. I explain that I'm going to continue with the ampoule bonus, the patient is registered, she says she's a doctor and that she's going to send sar the receipt to receive a new ampoule. Authorizes the removal of the ampoule and claims that sar will send another pen at her request, during the collection of the report, she informs me that she will send the photo via whatsapp and asks me to follow up via whatsapp.